Event description:
The pt reported that they have had several low blood glucose readings that required emergency medical services treatment. There was no report of hospitalization or further medical treatment.